Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported patient had placed rp flex to support the patient admitted in with right ventricle failure post dissection repair. The rp was supporting when there was an access site bleed that prompted sheath removal and repo sheath delivery with extra suture and blood products. Additionally, there was infection/pneumonia and fever. The pump was explanted after just 5 days.